Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in 2 pieces. There was blood on the unit. Microscopic examination and tactile inspection revealed numerous kinks throughout the proximal/distal shaft. Microscopic examination presented a complete separation in the collar of the device. Microscopic examination presented no damage or irregularities in tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. While performing a coronary intervention, the hypotube shaft and the catheter portion of the guidezilla became separated. The procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. While performing a coronary intervention, the hypotube shaft and the catheter portion of the guidezilla became separated. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).